Event description:
Novasure endometrial ablation performed after cavity integrity test passed, however immediate post ablation hysteroscopy revealed uterine preformation x2, immediate laparoscopy revealed 2 fundal perforation sites with blanching suspicious for thermal damage to serosa, and therefore concern for mechanical or thermal damage to bowel. Immediate laparoscopic bowel evaluation was performed by general surgeon and gyn provider performed total laparoscopic hysterectomy. Pt discharged on pod #2. Diagnosis: menorrhagia.